Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen devices were received for evaluation. Twelve events were not duplicated during testing; however, the devices were found to be outside of specifications. Four devices were found to be affected by worn internal components and internal corrosion. Three devices were found to have internal corrosion. Five devices were found to be affected by worn internal components. The reported event was not duplicated for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, in which the device overheated. Five reported events had no patient involvement; no patient impact. Seven reported events had patient involvement with no patient impact. Two reported events had no known patient involvement or patient impact.